Event description:
Discordant cardiac troponin ultra (tni ul), brain natriuretic peptide (bnp) and vitamin d results were obtained on multiple patient samples on an advia centaur xp instrument. The initial results were reported to the physician(s). One patient ((B)(6)) was admitted to the hospital based on the initial discordant tni ul result. The tni ul, bnp and vitamin d samples were repeated on an alternate system. The corrected results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant tni ul, bnp and vitamin d results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc determined that the customer incorrectly installed the acid reagent bottle in the wash 1 reagent bottle location. The customer was instructed to clean and replace the acid reagent bottle and the wash 1 reagent bottle. The customer successfully ran quality controls and confirmed system functionality. The cause of the discordant tni ul, bnp and vitamin d results is user error: failure to follow instructions for correct acid reagent bottle placement on the system. The instrument is performing within specifications. Further evaluation of the device is not required.